Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the device logs revealed no failures or malfunctions that could cause or contribute to the reported death. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device was determined to meet electrical specification requirements. Functional testing of the device was performed and no issues were found that could have caused or contributed to the reported event. The investigation of the device was unable to determine a cause for the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was hospitalized prior to death for evaluation of diarrhea and dehydration. While hospitalized, the patient was found unresponsive on the floor. The patient was resuscitated and suffered brain death. The cause of death was reported as cardiac arrest and heart failure. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available.